Event description:
The device was programmed to infuse an unspecified concentration of demerol at a rate of 30mg/hour. Additional program settings were unspecified. After an unspecified length of time, the patient was found "not arousable". The patient was successfully treated with an unspecified amount of narcan. There were no reported adverse patient sequelae. Reportedly, the patient recovered, and is doing "fine". According to the customer contact, "the pump delivered accurately as it was supposed to do. The patient received what was prescribed. The numbers match what the pump said it delivered and how much was left in the bag." However, the patient "did not tolerate the amount of medication they were receiving". Though requested, no additional information was received.